Event description:
Assembly hardware on gas powered ventilator failed, causing ventilator to be inoperable. Pt in cardio-pulmonary arrest had to be ventilated with a backup device (bag-valve-mask). The device came apart at the threaded connection between a barbed source gas inlet, which is made of steel and a pt valve assembly, which is made of plastic. The male threads on the gas source inlet appeared to be flattened on one side, possibly from faulty MFR. These threads appear to have stripped-out the female treads inside the plastic housing of the pt valve assembly, where they connect. The two parts could not be securely reassembled. New parts had to be ordered to be able to reassemble the device.